Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery voltage was not measured on the most recent remote transmission. It was noted that there may have been a "break in telemetry". The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.